Manufacturer narrative:
Upon receipt of the cuff, pump, balloon, and window quick connect (wqc) components of this artificial urinary sphincter (aus) at our quality assurance laboratory, the components underwent a thorough analysis. The cuff, pump, balloon and wqc were visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in any of the components. Inspection of the remainder of the devices revealed no damage or irregularities that would affect the functionality of the component. The balloon passed functional testing and performed within product specifications. Based on the information available and analysis results, the reported device allegations of poor apposition of the cuff and mechanical issue were unable to be confirmed. The patient symptom of incontinence is a known inherent risk of device use as noted in the instructions for use.

Event description:
It was reported that this artificial urinary sphincter was not working with poor apposition of the cuff resulting in incontinence. The device was explanted and replaced. No further patient complications were reported.

Event description:
It was reported that this artificial urinary sphincter (aus) was not working. Surgical intervention was performed and a new aus was implanted. No patient complications were reported.